Event description:
The patient reported the down arrow keypad button was constantly scrolling after changing the battery and that he was not able to use the pump. The patient denied any damage to the keypad. In addition, the patient stated that the up arrow keypad button felt flat when pressed and that the down arrow keypad button clicks and springs back as expected. The patient also reported that he does not clean the pump and that he wears the pump exterior to garment.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 10/19/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive. The keypad was removed and the down arrow key contact was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.